Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 5.0 x 60 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to middle third. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. There were signs of left leg extremity (lle) sfa restenosis seen on an angiogram on (B)(6) 2022. There was a plan to monitor at the next visit. The patient had lle claudication and a duplex ultrasound (dus) on (B)(6) 2022 showed left iliac artery inflow disease. On the (B)(6) 2022, laser atherectomy and pta/standard balloon angioplasty were performed on the common femoral to distal popliteal segment. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed on 06-jul-23 by veryan and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated to reflect the target lesion relatedness and section g.6. And h.2. Reflect the report type (follow-up 01) and section h.11. Reflects the sections of the report updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 5.0 x 60 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to middle third. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. It was reported as target lesion related. There were signs of left lower extremity (lle) sfa restenosis seen on an angiogram on (B)(6) 2022. There was a plan to monitor at the next visit. The patient had lle claudication and a duplex ultrasound (dus) on (B)(6) 2022 showed left iliac artery inflow disease. On (B)(6) 2022, laser atherectomy and pta/standard balloon angioplasty were performed on the common femoral to distal popliteal segment. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed on (B)(6) 2023 by veryan and considered possibly related to the device. Additional information provided by the site confirmed that this event was target lesion related on (B)(6) 2024.